Event description:
Reportedly, the surgeon stapled across the pulmonary artery, the staple line was checked for hemostasis and found to be dry. A wash out was also used and no air bubbles were observed. Five hours post-operatively, the pt started to bleed internally. Due to a major traffic accident, no operating room was available for an add'l five hours. By the time of the reoperation the pt had lost 14 units of blood and had gone into renal failure. At reoperation the surgeon found blood coming from both divided tributaries of the pulmonary artery, distal to the pi 30-v3 staple lines. The surgeon oversewed the bleeding pedicle. The surgeon stated that although the pt's normal renal function had been restored after the second operation, the damage to the pt's tissues while in renal failure had been too great and the pt died from complications subsequent to the renal failure.